Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of "false upstream occlusion alarms" was reproduced through testing, as well as confirmed through review of the event history log. Evaluation also found that the upstream fluid number readings were below specification, which is known to cause false upstream occlusion alarms. This condition was caused by a failed upstream sensor. The upstream sensor was replaced.

Event description:
During baxter's evaluation, a spectrum pump had false upstream occlusion alarms. There was no patient involvement.